Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 6 months. The patient remains ongoing on lvad support. A specific cause for the patient's driveline infection could not be conclusively be determined through this evaluation. The instructions for use list infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed drainage from their driveline exit site. Cultures revealed acid-fast bacilli and oral azithromycin was administered to continue for 30 days. The patient underwent an unspecified surgical procedure. The event reportedly resolved and no further information was provided.